Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the hose rupturing, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the hose of the motor device had a hole in it. During in-house engineering evaluation, it was observed that the hose was ruptured. It was further determined that the device had cosmetic damage, could not secure/lock the cutter and was loose. It was further determined that the device failed pretest for visual assessment, hose assessment, muffler tube assessment, loctite assessment and cutter lock assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical procedure and a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.